Manufacturer narrative:
(B)(6). Device evaluation: the sample was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Sterilization records review: the sterilization records for this lot were reviewed and no deviations were found. The product was processed according to requirements and met the specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an eye infection following intraocular lens (iol) implantation. No additional information was provided to johnson and johnson surgical vision, inc.